Event description:
Reporting status: serious injury -permanent damage. Reporting rationale: separated guide wire tip remains in pt. Device issue: guide wire tip separation. It was reported that the target lesion was acute margin (am) with mild tortuosity, no calcification and 80% stenosis. After another company's stent was implanted in the distal rca, which jailed the am, the bmw universal was advanced through the stent strut to perform kissing balloon technique. However, the distal part of the guide wire went into a branch about 4 cm from the stenosis site and then spasm occurred in the main, so it was treated. After approx 10 minutes, the bmw universal was unable to be removed. The tip was prolapsed and when the guide wire was torqued, the coils separated 3.5 cm from the tip. The bmw guide wire was removed, but the separated tip coils remained in the aorta. A cine of the procedure has been returned for review.

Manufacturer narrative:
Results code - product performance engineering was unable to perform an eval at the time of this report. Eval summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast. The tip coils were returned separated. The coils were separated 2.4 cm distal to the center solder. There was 2 cm of the shaping ribbon that was returned distal to the center solder. The shaping ribbon was still intact with the core. The distal portion at the separation was not returned. The entire length of the tip coils was stretched. There were two bends in the core, 1.5 cm and 5 mm distal to the distal end of the core. There was no other damage noted to the guide wire. The distal end of the guide wire, including the hypotube, could not be passed through a .0137" hole gauge due to the damage noted. This did not meet mfg criteria. The proximal end of the guide wire, up to the hypotube, passed through a .0139" hole gauge. This met mfg criteria. The tip was tugged on to verify the core and the shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy lab for further analysis. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusion will be forwarded upon completion.